Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after the implant procedure post operative check the next day showed normal device function and stable lead measurements and the patient was discharged. The following day a complaint of pain was noted. An echocardiogram showed no effusion and the patient was given a double ibuprofen dose to ease any symptoms. The patient presented to the hospital feeling unwell with bradycardia and loss of capture noted as well as low blood pressure and continued pain. An ultrasound was taken and an effusion was seen, thus the pericardiocentesis drained 400ml of blood and blood pressure improved following drainage. This right ventricular (rv) lead was removed and the patients' blood pressure become stable, and a new lead was implanted. Post-operative check showed normal lead measurements. The patient was going to have more fluid drained at another procedure. No additional adverse patient effects were reported. The lead will be returned for analysis.

Event description:
This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to confirm the reported clinical observations and noted the helix likely became stretched during the explant procedure. However, there is a chance that it may have happened at the implant procedure. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism.